Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and determined that the table leg section top and column shroud cap assembly were damaged and required replacement. The technician replaced the table leg section top and column shroud cap assembly. The device was tested, confirmed to be operating according to specification, and returned to service. The 3085 sp surgical table base warning label (p056397351) states: "warning - personal injury hazard/equipment damage. Storing items on the table base may result in equipment damage causing inadvertent tabletop movement placing the patient and/or user at risk of personal injury.do not use the table base for storage!" The customer declined in-service training on the proper use of the 3085 sp surgical table. No additional issues have been reported.

Event description:
The user facility reported that a hose placed on their 3085 sp surgical table got caught under the table's leg section override switch. This caused the table's leg section to rise and collide with a t-max beach chair, damaging the top of the table's leg section. The patient was transferred to another table and the procedure was completed successfully following a 15-to-20-minute procedure delay. No report of injury.